Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose at the time of the call was 172 mg/dl. Troubleshooting was performed. Customer was advised to revert to back up plan per health care professional. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error(open book image) noted during testing. (B)(4).